Event description:
It was reported the device has a stripped rear rotation knob. There was no interruption in the biopsy. There was no patient consequences reported.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the lemo connector blue seal was replaced. The device was functionally tested, met all product requirements and returned to the customer.